Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that during connection of the 8781, one of the end connectors was loose and detached. When reattempted, the connector could not be secured or used. The user attempted to reinsert, clicked into place but it would not come off. The physician then used an 8785 to reconnect but the patient did not want to be charged for the 8785. The company representative (rep) stated that when he reached customer service, he was told to contact tech services to get an rtg number for reference.

Manufacturer narrative:
Continuation of d10: product ID 8785 lot# hg7uaxr serial# unknown product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: unknown/(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 ubd: 2027-07-28 UDI#: (B)(4) product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the event was not determined. The issue with the catheter connector was noted during the implant surgery. No other surgeries were necessary because of the issue. The customer was asked to return the device for analysis, but they were not interested in any type of follow-up analysis regarding the catheter connector.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.